Event description:
Philips received a complaint by the customer on the v680 indicating that the device is getting error code 1104 backup alarm failed message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The device was being used to create a treatment plan/care plan for the respiratory assistant. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed he had already replaced the data acquisition printed circuit board assembly (pcba), but it did not solve the issue. The rse recommended replacing the cpu printed circuit board assembly (pcba) board. The customer replaced the cpu board and called back into technical support and retrieved and installed the option codes to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Per gfe response, it was confirmed that there was no patient involvement at the time the issue was discovered. Alarmed prior to being placed in service. No delays incurred.